Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she got the alarm yesterday on (B)(6) 2014 when she was at work. Customer also stated that the pump was in her pocket. Customer reported that a week ago, the up button had been sticking. Customer said that she was on injections since she got the button error alarm and her blood glucose level was 315 mg/dl on sunday. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, broken belt clip slot, minor scratches on the display window and a missing end cap sticker.